Event description:
Boston scientific received information that this product was part of a system revision due to infection. The tip of the ra lead was abandoned after it had broken off and was unable to be retrieved during the extraction procedure. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.